Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during "peripherally inserted ventricular assist device" closure the connection phase of the manta closure unit to the manta sheath, engagement between the two components was initially difficult. Despite apparent correct alignment and the perception of the expected double "click" indicating successful connection, a separation occurred between the centimeter-marked portion of the manta introducer sheath and the mounted manta closure unit. The two components were found to be completely detached and not mechanically secured, preventing continuation of the closure procedure in accordance with the device instructions for use (IFU). The bypass tube was inspected, and no kinking was observed at any stage of the procedure. Severe resistance was encountered while connecting the manta device to the introducer, specifically during engagement of the double click locking mechanism."

Event description:
It was reported that: "during "peripherally inserted ventricular assist device" closure the connection phase of the manta closure unit to the manta sheath, engagement between the two components was initially difficult. Despite apparent correct alignment and the perception of the expected double "click" indicating successful connection, a separation occurred between the centimeter-marked portion of the manta introducer sheath and the mounted manta closure unit. The two components were found to be completely detached and not mechanically secured, preventing continuation of the closure procedure in accordance with the device instructions for use (IFU). The bypass tube was inspected , and no kinking was observed at any stage of the procedure. Severe resistance was encountered while connecting the manta device to the introducer, specifically during engagement of the double click locking mechanism."

Manufacturer narrative:
(B)(4). The customer report that "a separation occurred between the centimetre-marked portion of the manta introducer sheath, and the mounte d manta closure unit" was able to be confirmed through investigation of the returned sample. The customer submitted two photos and returned one manta closure and attached manta sheath for analysis. Blood was noted on the unit. Visual analysis revealed that the orange sheath hub was partially detached from the sheath housing. Deformation was visible on both wings of the orange sheath hub. This deformation indicates that the sheath wings were properly engaged within the sheath housing during assembly, and that excessive force was applied during use. The sheath housing, button valve, and sheath hub passed all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the bypass tube was fully covering the anchor prior to advancement into the sheath. Severe resistance was encountered while connecting the closure to the sheath. Based on the customer report and the sample received, it is likely that bypass tube resistance caused or contributed to this event. If the bypass tube is not completely seated into the button valve prior to connecting the closure and sheath housing, then as the closure handle is advanced and connected the bypass tube is further advanced. Resistance between the bypass tube and button valve would present to the user as resistance connecting the handle and sheath. The excessive force used to advance the bypass tube and connect the handle can then dislodge the sheath hub from the sheath housing. The instructions-for-use (IFU) provided with this kit states, "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.". A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is a combination of supplier and unintentional user error related.